Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was 578 mg/dl. A supply change was performed resolving the occlusion and to address elevated bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.